Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient was revised due to competitor head disassociating from stryker mdm head. Patient was revised with a new competitor proximal body, and new head and liner from stryker. No other information available due to hospital policy." Left hip.